Manufacturer narrative:
Investigation, including root cause analysis is in progress. This report mailed in to FDA on: 08/24/2007.

Event description:
The surgeon reported incorrect iol measurements. The pt was left myopic, and no add'l surgery was required.